Event description:
While drilling, the tip of the drill bit broke off inside the patient's bone and was not retrieved.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaints is non-verifiable, provided informaiton states the surgeon was changing the angle while inside the pt's bone and may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed.